Manufacturer narrative:
The medium-large clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported the clip movement of a medium-large clip applier instrument became bad during use. The motion of the clip in use became poor. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the reporter does not know if the instrument was inspected prior to use. The issue occurred while the surgeon was attempting to clamp, but the reporter was not able to provide the specific issue the surgeon was experiencing. The surgeon was using medium large hem-o-lok clips. The issue was resolved by using a backup instrument. There were no photos and/or videos of this event available for isi review. Patient demographic information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.